Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cycler presented an electric shock. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and evaluated for the reported event of electric shock. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection found physical damage to the door, which was repaired, but it was not related to the reported event. The device passed all of the functional testing and the electric shock was not verified during evaluation. The device met all specifications relating to the reported event. Should additional relevant information become available, a supplemental report will be submitted.